Manufacturer narrative:
Availability of suspect product unknown.

Event description:
On (B)(6) 2021, a johnson and johnson employee in the (B)(6) reported a patient (pt) was taken to the hospital on (B)(6) 2021 as the pt ¿lost sight¿ in one eye (unspecified affected eye) while wearing an acuvue® oasys® brand contact lens (cl). The employee reported the pt was given ¿antibiotics and drops¿ until wednesday as it was believed the pt had an ¿infection.¿ the pt will be referred to an eye hospital if the treatment does not help. The pt did not think the cls and the ¿infection¿ were related, however the pt mentioned possibly not washing hands properly when cleaning and placing the lenses back in the eye over the weekend. The pt switched last week from daily disposable cls to the acuvue® oasys® 2-week cls. On 13aug2021, additional information was received from the johnson and johnson employee. The employee reported the pt wore the cls ¿as normal¿ on (B)(6) 2021 and removed them before going to sleep. The pt awoke on (B)(6) 2021 with redness, swelling, very blurred vision, and was only able to make out gross shapes in the right eye (od). The pt visited the hospital and was advised it was a ¿suspect bacterial infection.¿ the next day, the pt visited the general practitioner (gp), who ¿wasn¿t sure about diagnosis¿ and advised the pt to return to the hospital. At the second visit to the hospital, the pt was advised there was a ¿scratch across the cornea,¿ which was causing the reduced vision. The pt was told it was likely scratched while removing the cl. The employee reported the condition is now ¿much improved.¿ the event date was reported as (B)(6) 2021. A request was made for the pt to call to provide further medical details regarding the event. No additional information has been received. The availability of the suspect product is unknown. The lot number is unknown. No further investigation can be conducted at this time. The pts od event is being reported as a worst-case event as we were unable to verify the pts diagnosis and treatment. If any further relevant information is received, a supplemental report will be filed.